Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device results were 7.5 and 7.3 inr. The corresponding lab result reported was 5.0 inr. The pt's coumadin was held for one day. The device was replaced and requested to be returned for evaluation.